Event description:
It was reported that the health care professional (hcp) called technical services (ts) inquiring about reprogramming options and requested further review of this pacemaker stored electrogram (egm). Upon review, ts observed the right atrial (ra) and right ventricular (rv) leads exhibited oversensing of non-physiologic noise. Ts discussed reprogramming optimization options with the hcp. At this time, the pacemaker and both ra and rv leads remain in service. No adverse patient effects were reported.